Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot number and part number were not provided. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further investigate, this report shall be updated.

Event description:
Five patients revised due to reverse tsa subscapularis failure and pain. Tmt got notified on (B)(4) 2018. In the given article journal of shoulder and elbow surgery published 2018, title "outcomes of trabecular metal¿backed glenoid components in anatomic total shoulder arthroplasty" , level IV; case series includes five patients revised due to reverse tsa subscapularis failure and pain. Tm glenoids are the tmt design control part.

Event description:
In the given article journal of shoulder and elbow surgery published 2018, title - outcomes of trabecular metal¿backed glenoid components in anatomic total shoulder arthroplasty, level IV; case series includes five patients revised due to reverse tsa subscapularis failure and pain.tm glenoids are the tmt design control part.

Manufacturer narrative:
According to the journal, all 5 patients were revised to a reverse shoulder because of subscapularis failure. The article does not explain or give the cause of the subscapularis failure. The occurrence of this failure should be added to dra-rmf 124 in dfmea line 290. The foreseeable sequence of events of line 290 includes subscapular failure, whether the failure is with the tendon or muscle. The update to occurrence will take place during the periodic review of the dfmea as specified in the product¿s post market surveillance plan (pmsp-019). No device was returned for evaluation. Unknown lot number: no device was received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. Should additional information be obtained to further this investigation, this report shall be updated.